Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the large volume pump (lvp) module had an air in line error. After module was received multiple 240.5160 errors were found. The upper and lower pressure sensors were replaced. This module then passed the preventative maintenance (pm) checks and functionality was verified to be within limits. Further information was not provided.